Event description:
It was reported that the patient presented with a history of back and radicular symptoms, failing exhaustive conservative measures. The patient was diagnosed with l5-s1 spondylolisthesis and stenosis. The patient underwent l4-l5 laminectomies with l5-s1 bilateral osteotomies and discectomies with interbody fusions. An unknown time post-op, the patient developed an infection. No additional information has been provided.

Manufacturer narrative:
The event date is unknown. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.